Manufacturer narrative:
Correction: section g2 - "study" should have been selected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the low voltage lead perforated the septum. The event was reported as resolved. The patient condition was unknown.